Event description:
During initial assessment of a homechoice device, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on date (B)(6) 2010 during drain cycle 6. The ultrafiltration (uf) volume was 1648 ml. The programmed fill volume was 2000ml. This drain volume of meets overfill criteria.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.